Event description:
It was confirmed during surgery that the catheter was kinked. Because they found the kink, they planned to cut the patient's dose in half. The pump was used to deliver dilaudid and bupivacaine. Additional info has been requested from the health care professional, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Catheter.